Event description:
Generated from service report screening. The unit was autocycling and the 1623 preamp diode would not light. This was discovered on a preuse check and no pt injury as it was not on a pt.